Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with pump. The customer contacted their health care provider regarding the unexplained high blood glucose. The customer was advised the 2 high blood glucose rule. The customer was advised that we are sending a cot pump. The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer has been experiencing low blood glucose for past event being reported. Customer stated she had knee surgery and medication for knee and insulin not compatible.